Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a medication was not displaying on myqlink. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : h5.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not displaying on myqlink. A technical support specialist (tss) found that the clear cache option had not been enabled, causing the messages to queue. The tss enabled the clear cache option, and messages began to process as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a medication was not displaying on myqlink. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.